Manufacturer narrative:
(B)(4)

Event description:
Territory business manager contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced loss of connection between the transmitter and smart device. Dexcom representative advised patient to close all other connected bluetooth devices, close all running background applications, and restart the smart device. No additional patient or event information is available.